Manufacturer narrative:
The investigation of access site bleeding, delivery issues, and vf/vt/af/at has been completed. The pump visually inspected and no damages or abnormalities found. Reported multiple failed attempts gaining access to the ascending aorta due to tortuous anatomy and potential calcium deflecting the wire into the descending aorta. The .018 did gain eventually gain access to the lv but lost the position when advancing the 5.5. Insertion was aborted. The root cause of the delivery issue was most likely patient condition related since reported tortuous anatomy. Reported bleeding in subclavian pocket from a hole in the anastomosis of the graft and artery. A repair stitch controlled the bleed. The root cause of the access site bleeding - major was most likely use related since a repair stitch controlled the bleed. As the necessary information was not provided, the root cause of the vt/vf was not determined. D9 date device returned to manufacturer added.

Event description:
The complainant reported that several attempts were made to insert impella 5.5 but was unsuccessful due to the patient¿s vessel tortuosity. While advancing the catheter, it was noted that the tortuosity was causing the wire to back out. The physician advanced the .018 wire, and it crossed without the catheter into the lv. At this time, rhythm noted to change to a very fast supraventricular tachycardia (svt). Patient was given adenosine but did not convert and was shocked x 200 with successful cardioversion to pace rhythm. The physician removed .018 wire and impella 5.5 and noted bleeding from subclavian pocket. Upon further assessment, a hole in the anastomosis of the graft and artery was noted and a repair stitch was placed which successfully controlled the bleed. Three units prbc were administered. Decision made to place patient on va ECMO with iabp placement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿